Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead would not stay in the target branch of the coronary sinus. It was noted that the lead dislodged shortly after being placed. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.